Event description:
No injury of the patient. The doctor was using a 14f sls ii with a lld (unknown model#) lasing in the svc junction when progression stopped as there was significant scarring. The doctor decided to upgrade to a 16f sls ii. When the 14f sls ii was removed it was noted there was a linear split in the sheath. The case was completed successfully. The lead extraction was successfully completed with the 16f sls ii.